Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low impedances out of range in the right ventricular (rv). No noisy signals presented. Technical services (ts) recommended a lead revision and more intensive monitoring. This ICD lead remains in service. No adverse patient effects were reported.